Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for spinal trauma. It was reported that during a spinal procedure for a patient there was a delay in the overall procedure time due to an issue with the bone cement, specifically the hydroxyapatite vial, which was found to be in a solid state. The cement was not mixed properly and was not used in the patient. No patient complications have been reported as a result of this event. Additional information was received via manufacturer representative that the delay was around 30 mins to get new stock of product for procedure. The procedure involved in the event was robotic lumbar fusion which involves injecting bone cement into the vertebral body to enhance stability and reinforce the fusion process, particularly in cases of osteoporosis or compromised bone quality.

Manufacturer narrative:
G2: country of origin is india. G4 PMA/510(k)#: the reported product c05b is not marketed in us but a similar product with product ID: cx01a, UDI: (B)(4), with 510(k)# k102397 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # c05b, lot # 230061809 visual inspection confirmed the vial appears to have been damaged during the shipping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.